Event description:
A report was received in 2002 regarding a memorylens which was implanted in 2000 in the pt's right eye, which lens has opacified. The dr explanted and replaced the lens in 2002 with no report complications. The corneal status was reported as clear, and the pt's prognosis was reported as good.